Event description:
It was reported that the patient underwent a pocket revision for a suspected infection. During the procedure the physician determined that the issue was a decubitus sore, not an infection, and the device was left implanted. The patient was in good condition following the procedure.